Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation as the device remains implanted. However, the miq result was reviewed and the diopter measure was within the specification. The complaint was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaint for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient had a zcb00 13.0 diopter intraocular lens (iol) implanted in the first eye in (B)(6) and the patient ended up -2.5 (reported great) spherical equivalent (se). The axial length for this eye is 26.3. The 2nd eye was done 2 weeks later and the axial length for the 2nd eye is 26.05 and so the physician went with a 13.5 diopter lens. However, the patient's post op refraction result was at +6.0 near distance. Through follow-up it was confirmed that the biometry of the patient between both eyes was fairly symmetric and immediate post-op refraction showed a significant hyperopic shift, which has remained consistent over the past 1.5 months. The physician has ruled out any macular pathology and stated there is no indication the iol is displaced, decentered, or tilted. The doctor believes the iol is mislabeled. They discussed evaluating the patient once again to check for marked steepening of the cornea, dry eye, other ocular surface issues. The physician stated he will likely proceed with an explant in near future and will return the iol in hopes of determining if the iol was indeed mislabeled. No further information was provided.